Event description:
It was reported to medtronic minimed that the customer experienced frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed. Customer reported a frozen display. Customer called back after resting pump for 2 hours and replacing battery. Frozen display continued. No harm requiring medical intervention was reported. Mmt-1812 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 07/13/2024 at 08:22:00.000, 07/31/2024 at 22:22:00.000, 07/31/2024 and 22:24:58.000, replace battery now alarm on 07/13/2024 17:53:00.000 and 07/13/2024 18:03:00.000. Pump passed self test and active current measurement. No unexpected replace battery alarm during testing. However, pump received with a high sleep current measurement. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. However, corroded battery tube was noted. Swapping out test boards confirms high sleep current measurement is isolated to pcba 1. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case identified during the visual inspection. Customer alleged for blank display and frozen screen were not confirmed. Unexpected low battery alert was not confirmed in the pump history. Pump received with a high sleep current measurement, problem isolated to the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.